Event description:
The customer reported that after one week of use on a pt, while en-route to the operating room to change out the ECMO circuit, the outflow disconnected at the arterial connection of the oxygenator. The clinician clamped pre and post to re-establish flow by holding the line while continuing to the operating room. It was a va ECMO and the mean pressure was too low without the ECMO running. It was reported that approx oe liter of blood was lost. The facility reported that the pt was transfused, however, the hosp is reviewing their records for specific info regarding the transfusion. When the pt arrived at the operating room, the pt was hypotensive and hypovolemic. Another circuit was already primed, and the pt was quickly transferred to a new quadrox-ID and ECMO support was re established. The hosp indicated to maquet that the pt was transported 6-7 times with the oxygenator. Thus, bumping of the device during transport may have occurred. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The oxygenator involved in the event is being returned to the factory for eval. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.